Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01870 / 01871). Device not returned by attorney.

Event description:
Legal counsel for the patient reported that the patient underwent a left hip revision due to alleged multiple dislocations. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet femoral stem catalog#: 103202 lot#: 553300, unknown femoral head catalog#: ni lot#: ni, unknown acetabular liner catalog#: ni lot#: ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿

Event description:
Legal counsel for the patient reported that the patient underwent a left hip revision due to alleged multiple dislocations. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative reports received that patient underwent a left hip revision procedure approximately seven months post-implantation due to pain, discomfort and malposition of the acetabular cup. During the procedure, a complete tear of the anterior third of the gluteus medius was noted. The femoral head, acetabular cup and bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in operative reports received that patient underwent a left hip revision procedure approximately seven months post-implantation due to pain, dislocation, discomfort and malposition of the acetabular cup. During the procedure, a complete tear of the anterior third of the gluteus medius was noted. The femoral head, acetabular cup and bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. Op notes: patient began experiencing pain and discomfort. Significant metallosis was noted throughout the capsule. The patient was noted to have a complete tear of the anterior third of the gluteus medius. The acetabulum was noted to be in a non-acceptable position. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.